Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies on the lead body.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's left ventricular (lv) lead had low pacing impedance and no capture. A chest x-ray confirmed that the lead was dislodged. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout procedure.